Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: b5, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Engineering performed visual evaluation and the following was observed: sheath liner expanded, and distal tip opened as designed. No abnormalities observed on the valve. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported resistance has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (steep insertion angle) likely contributed to the event as it was reported that the sheath was inserted at a steep angle. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information: steep insertion angle.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra resilia valve in the aortic position via left carotid approach. There was resistance advancing the valve and delivery system through in the white portion of the sheath. It was observed the 26mm sapien 3 ultra resilia valve was moved off the 26mm commander delivery system balloon after the devices were delivered through the 14f esheath plus. Alignment could not be performed due to the valve moved on the balloon. All devices were removed together. The carotid artery was slightly dissected. Vascular surgeon delivered a patch through the access site at left carotid for repair. A second 26mm commander delivery system and 26mm sapien 3 ultra resilia valve and 14 f esheath plus were used to complete the case. The physicians straighten out the access to allow the delivery system to work properly. The second valve was delivered without any issues after straightening out the delivery system for carotid access. Patient is currently stable.

Manufacturer narrative:
Investigation is underway.